Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted.

Event description:
The report stated that during surgery, the device was sticking to the pt's tissue an excessive amount. They had to use another instrument to open the jaws of this device. The ligasure8 generator was tried at both 2 and 3 bars of power with no discernible difference.